Event description:
It was reported that an individual using an ilet insulin pump experienced hyperglycemia after the pump had been paused for several days and then resumed, with blood glucose readings remaining above 400 mg/dl; the user also had access to subcutaneous insulin via pen and received troubleshooting and education, with a plan to contact a trainer for further training. Customer care provided support that included consultation and user guidance by support personnel. Investigation of this case revealed that the cause of the hyperglycemia was unclear. No clinical symptoms associated with high blood glucose reported. Outcomes included no reported hospitalization or long-term impairment. It was concluded that no device malfunction could be confirmed and that user support and education were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.